Event description:
Bioprosthesis implanted 4/83. On 10/17/94, pt experienced new mitral regurgitation with pulmonary edema, hypertension and oliguria. On reoperation, the valve was found to have a flail leaflet due to tearing away from one of the struts. It was replaced.